Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no adverse impact on the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappears.